Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a protruding ridge around the balloon, which caused a slight resistance during removal. The catheter was removed without further issues. The catheter was allegedly kept in a biohazard bag for three days and the ridge was no longer there.

Manufacturer narrative:
Two (2) pictures were received for evaluation. Per visual evaluation, no cuffing was observed in the two pictures that were received. The reported event was unconfirmed as the product met specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Photo sample only received.

Event description:
It was reported that there was a protruding ridge around the balloon, which caused a slight resistance during removal. The catheter was removed without further issues. The catheter was allegedly kept in a biohazard bag for three days and the ridge was no longer there.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that there was a protruding ridge around the balloon, which caused a slight resistance during removal. The catheter was removed without further issues. The catheter was allegedly kept in a biohazard bag for three days and the ridge was no longer there.